Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injury reported.